Manufacturer narrative:
Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.0874 inches. No over delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. Confirmed 20.5 units of normal bolus was delivered on 26-aug-2024 between 00:39:27.000 and 23:25:39.000. Pump was cut to perform visual inspection and found moisture damage on the pcba 1 and force sensor. Unable to do force sensor zero offset test due to moisture damage on the flex connector. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay and keypad overlay texture damage. Pump passed functional testing and no over delivery anomalies noted during testing. Possible over delivery anomaly was not confirmed. Unable to confirm low bg's. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported possible over delivery anomaly and experienced hypoglycemia with a blood glucose value of 2.8 mmol/l. The customer reported hypoglycemia which did not require treatment. Troubleshooting was performed and confirmed customer received the reported issue low blood glucose and over delivery anomaly. Customer has been using the insulin pump system within 48hrs of reported low blood glucose event and auto mode feature was active at the time of event. Customer believes the pump is over delivering. Cust was able to upload to carelink. No further patient complications were reported. Customer was advised to discontinue using the pump. No product return is required for mmt-7841zw.